Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level of over 400 mg/dl; cause was unknown. A correction bolus via the pump was administered to address elevated bg. Recommendation made; customer to monitor bg levels and contact tandem customer technical support should any additional issues arise.